Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that due to a fluid crack with a connector, the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a cylinders and pump were implanted. The fluid loss is said to have stated two weeks pre-op. It was added the patient is now well. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Device evaluated by MFR: device not returned for evaluation.

Event description:
It was reported that due to a fluid crack with a connector, the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a cylinders and pump were implanted. The fluid loss is said to have stated two weeks pre-op. It was added the patient is now well. Should additional information be received a supplemental report will be submitted.